Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the battery light flashed from orange to red and alerted battery back-up not available. Unit was plugged in at all times. The device was not changed out as it happened near the end of the case. They were able to finish the case and the unit never shut down. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 07/13/2015: according to the perfusionist (ccp), during cardiopulmonary bypass, the system-1 battery would not charge. Near the end of the case, there was a ¿battery back-up not available¿ error message in addition to a red indicator light emitting diode (led) on the base. The ccp indicated that the battery icon indicated that there was 140 minutes of battery back-up displayed on the central control monitor (ccm) battery icon, but that the battery icon turned red. The system was never on battery power and they continued using the system for the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the system-1 status signal was "1" and it read "fail", and also verified the system-1 did not have 24 volts direct current (vdc) when measured. The fsr downloaded the data logs and sent to the manufacturer for evaluation. The fsr removed the defective power supply assembly, installed a new power supply assembly and replaced the batteries as a precaution. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the manufacturer for further evaluation.